Event description:
The user facility reported a 73-year-old female implanted with an impella 5.5 requiring mechanical circulatory support for heart failure/cardiogenic shock. It was reported that the impella 5.5 pump was unable to advance through the patient's vasculature during attempted delivery. Due to the resistance caused by the patient's anatomy, the decision was made to abort the implant. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition as the patient's vasculature would not let the pump advance. This report is being filed as part of a retrospective review of historical records.